Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an episode of atrial high rate was observed on the right atrial (ra) lead. A pocket manipulation was performed and noise was observed during testing. A possible ra lead fracture was suspected. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the ra lead continued to exhibit oversensing due to noise and it was noted that there was blood ingress at the tip portion of the lead. The lead was capped and replaced. It was further reported that the implantable cardioverter defibrillator (ICD) was being replaced due normal depletion of battery life, when during explanation it was noted that blood ingresses occurred inside the grommet of the connection part. The device was explanted and replaced.